Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Ge healthcare recommended replacement of the central processing unit.

Event description:
The hospital reported that the unit had a power issue. There was no report of patient involvement.